Event description:
It was reported that the patient with this right atrial (ra) lead had an occluded left subclavian vein. The physician surgically abandoned the system and elected to place a single-chamber pacemaker on the right side. No new ra lead was placed. No additional adverse patient effects were reported.